Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material clogging the nozzle could not be identified and the root cause of the issue could not be determined, as there was no deformation observed that might result in the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance to the device IFU. The event can be detected by following the instructions for use which state: ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿. ¿inspection of the endoscope¿ ¿8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities¿. ¿inspection of the objective lens cleaning function¿ ¿1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the air/water flow system on the gastrointestinal videoscope had air/water leakage. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, the nozzle was clogged with foreign matter, which had been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized the product before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. During the evaluation, it was determined that due to a pinhole on bending section cover (a-rubber), water tightness was lost. Additionally, the evaluation revealed the following findings: due to wear of angle wire, the play of upward/downward knob was out of the standard value; due to damage on up/down knob, water tightness was lost; image guide protector had a cut; control unit had discoloration; suction-cylinder was shaved; due to damage on charge-coupled device (ccd) unit, the image had black dots; and scratches were found on multiple components of the device. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.